Manufacturer narrative:
(B)(4). Batch # u93102. Component code: mechanical (g04). Investigation summary: the analysis results found that the instrument er320 was received with no damage in the external components. In an attempt to replicate the reported incident, the instrument was cycled and no clips were fed into the jaws even though the device was actuated several times. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembly, the trigger was found to be broken. In addition, nineteen clips were found inside clip track. Although there is no direct evidence of clip formation or clip would not hold issues, the instructions for use do contain the following: "caution: fully squeeze the trigger and then release to load the first clip into the instrument jaws. Failure to completely squeeze the trigger can result in clip miss-loading. Position the jaws with the clip completely around the vessel to be ligated. Fully squeeze the trigger on each firing. Do so by pulling back on the trigger even after a sharp ¿click¿ is heard and until you touch plastic trigger to plastic handle (plastic to plastic). Fully release the trigger after firing. A second ¿click¿ should be heard indicating the instrument is ready for the next firing. The next clip is automatically advanced as the trigger is released. Inspect the instrument jaw tips after each use to ensure a new clip is present before the next firing." Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during and unknown procedure, there was test firing by scrub nurse when, the clip in the jaw of the device got stuck, and the jaw wasn't opened. It is unknown how the procedure was completed. There was no patient consequence.